Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: an opening and yellow particles. A leak test was performed and found an opening on the posterior side. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on the posterior side due to surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, and "patient¿s concern with the product." Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, and "patient¿s concern with the product." Device has been explanted.